Manufacturer narrative:
The device was not returned for evaluation. Pneumothorax is a known short term complication when a lung biopsy is performed during a transbronchial lung biopsy or CT guided percutaneous biopsy.

Event description:
A patient had a pneumothorax which was identified after biopsy during a superdimension enb procedure. A chest tube was inserted and the patient was hospitalized two days.